Event description:
It was reported that the pacemaker was placed too high irritating the clavicle. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was received from the field with battery voltage at elective replacement indicator level. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics except for device being at elective replacement indicator level due to normal usage. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.